Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (3.00mm x 30mm) to a lesion in the lad with 99% stenosis but the stent could not cross. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the distal tip was flared. A number of struts on the 16th, 17th and 18th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).